Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded multiple inappropriate shocks due to oversensing noise. Data was provided for review and boston scientific technical services indicated the treated episodes 7, 13, 15 and 16 contains signal signature similar to sense b node issue. This is a non-physiological signal which affect to device operation because of the over sensing. It is important to verify this signal cannot be reproduced with an in-clinic follow-up. Recommendations were provided to reproduce similar noise/artifacts, perform x-rays imaging, perform pocket manipulations and have the patient change body postures. A technical option to delay the charge could be adjusting the smart charge parameter. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.